Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged on difference between sensor glucose vs blood glucose values. The customer reported blood glucose value of 53 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-7040c1. Troubleshooting was performed. Customer states that the insulin delivery was not suspended due to the differences between sensor glucose and blood glucose levels. The difference between sg and bg not within the target range. Customer did not take any of the medication such as acetaminophen, paracetamol, or hydroxyurea (also known as hydroxycarbamide). It was reported that customer blood glucose (bg) was 53 mg/dl and sensor glucose (sg) value was 82 mg/dl at the time of incident. The difference between sensor glucose and blood glucose values was greater than 30%. Advised to wait at least an hour and if bg is stable to calibrate. Customer was using an insulin pump system within 48 hours of the reported low blood glucose event and the auto mode/smart guard feature was active at the time of the reported low blood glucose event. No further patient complications were reported. Product return for mmt-7040c1 is not expected.